Manufacturer narrative:
It was reported that hair was noted within the syringe during set-up for an unspecified procedure. The initial reported indicated that they only received the suspect hair and packaging, but, did not receive the actual syringe involved in the incident. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The hair and the packaging was returned for evaluation. Although the reported problem/issue was confirmed, a root cause was unable to be determined as it could not be confirmed whether or not the foreign particulate was already inside of the syringe upon receipt of the unopened product or if it was introduced during use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was noted within the syringe.